Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: when the venous indwelling needle was punctured according to the standard operation, it was found that the hose joint leaked blood.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2045797, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a red arrow pointing towards the area of a potential leak and blood present in the unit. However, there were no signs of leakage in the provided photo. The engineer could not identify any possible damage that would have caused a leak. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defects were found during review a definitive root cause could not be determined. For a more thorough investigation a physical sample would need to be available for testing to confirm a possible leak. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: when the venous indwelling needle was punctured according to the standard operation, it was found that the hose joint leaked blood.

Manufacturer narrative:
E.1 initial reporter phone #: +(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.